Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, product analysis indicates that the allegation against the pacemaker was not confirmed. Upon visual analysis, there were no unusualities noted. Upon product testing, battery status was at elective replacement indicator (eri) and a review of the pacemaker memory noted no resets or error codes. Moreover, the pacemaker passed all tests. The pacemaker was operating as expected. Thus, the pacemaker met its specification.

Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
Boston scientific received information that this pacemaker exhibited pacemaker mediated tachycardia (pmt). The patient had presented with sensor driven pacing with a heart rate in the one hundred and twenty. Further, the minute ventilation (mv) sensor was turned off that the sensor driven pacing had went away. Also, it was reported that the patient was feeling a constant pain since the patient had an accident a couple of years ago. This pacemaker was explanted. No additional adverse patient effects were reported.